Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provide via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. On (B)(6) 2019 it was reported that a motor stall was seen at initial interrogation. The patient did not recently have an MRI. The patient¿s pump had a motor stall on (B)(6) 2019, tube set alarm on (B)(6) 2019 and a motor stall recovery on (B)(6) 2019. The company representative denied any emi or magnetic interaction with the pump and the patient did not complain of any therapy issues. No further complications were reported regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 14-may-2019 from a healthcare professional (hcp) who reported that the pump was replaced and the cause for the motor stall was not determined. No further complications were reported/anticipated.